Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash underneath the rear therapy electrodes. The patient's physician recommended that the patient use lotion on the irritation. The patient's irritation after following the physician instructions.